Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5173n13, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received that states, there was an issue with a patient's transgastric jejunal tube. It appears there is a tear right under the jejunal port of the tube. This tube was placed on (B)(6) 2015 and the patient came to the interventional radiology department for replacement on (B)(6) 2015. There was no patient injury reported.

Manufacturer narrative:
The actual complaint product has been returned and evaluated. One used sample with received with no packaging. The sample appears in generally clean condition. The tubing exhibits a "j" shape slit, beginning at 7mm below the base of the molded head and extending a distance of 6mm. The slit penetrates the outer wall of the tubing, into the jejunal lumen. The inner septum is not compromised. There is no cross-lumen communication. ¿no root cause could be identified, as there are no activities at the manufacturing site that could cause this type of flaw in the tube.¿ halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).